Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, the balloon protective sleeve was not removed from the device prior to use. During the procedure, there was difficult advancing the device through the scope, and the sleeve ultimately detached inside the patient. The detached sleeve was successfully retrieved from the patient and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.